Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons were not responding; specifically the ok, up, and down buttons were not responding at all. The reporter denied any known trauma to the pump or moisture issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2013, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no noted damage to the keypad. The keypad buttons were tested and all were found to be function appropriately. The keypad was removed and no button contact defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.